Event description:
It was reported that there was noise on the right ventricular (rv) lead. The rv lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 implantable tachy lead, (B)(6) 2006; 4592-45 implantable pacing lead, (B)(6) 2002; 419378 implantable pacing lead, (B)(6) 2002. (B)(4).